Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the patient did not experience urinary retention prior to receiving the device. They had a catheter to resolve the retention and it was noted to be resolved. The hcp noted there was no device/therapy concern due to the previously reported fall.

Manufacturer narrative:
Date of event: event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. It was reported that "it won't stay where you put it and will go completely down to zero in no time fast". Patient further clarified by this they mean that they are not getting therapy relief and that they can't stay out of the bathroom, they are still have to wear a diaper and it's not controlling their bladder (clarified amplitude is not actually going down to zero, but patient is not getting therapy relief). Patient later reported the nurse told them their bladder is not emptying good and reported they are having urine retention. Patient stated during call that the ins is intended to help with both bladder control and urine retention. Checked therapy status on call and the patient confirmed therapy is on at 0.9v. Patient increased stim on their own during call to 1.1v and reported it hurt. Pt decreased stim back to 0.9v and confirmed stim felt comfortable at 0.9v. Redirected the patient to the healthcare professional (hcp) to discuss symptoms/therapy and check ins. Patient stated this has been goi ng on "quite a while". Agent asked if the patient has had any recent trauma/falls and they reported they had a fall in april and had to have implant surgically "fixed" and reported this has all been going on since then. The patient was redirected to their healthcare provider to further address the issue.